Event description:
The hcp reported that the patient's pump was filled with 30 mg/dl changing from the previous 20 mg/dl. The programming was left at 20 mg/ml and no bridge bolus was performed. According to the manufacturer's device registration system, the last known drug used in the pump was morphine. There were no patient symptoms reported. Additional information from the hcp has been requested, but was not available at the time of this report.